Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to broken proximal femoral nailing system (tfna) nail with non-union of subtrochanteric fracture intramedullary nail left femur. Patient previously treated for fracture due to cancer. Patient experience a post-op device malfunction. Nail broke at proximal junction of lag screw. The tfna screw was intact and successfully removed. Pain was experienced before revision surgery not after. The original date of implant was on (B)(6) 2018. Removal of nail and lag screw was successful and patient was implanted with tfn nail and tfn lag screw. There was no surgical delay reported. Procedure outcome was successful. Patient consequences experienced pain due to broken nail/non-union of the fracture site. Concomitant devices reported: tfna screw 115mm (part# 04.038.115, lot# unknown, quantity# 1) unknown screws: locking (part# unknown, lot# unknown, quantity# 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).